Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the physician stated that the patient's surgical site had not completely closed and had been seeing wound care without the desired effect. The surgical wound was still open so the physician and the patient decided to explant the device. The explant was done prior to the rep being notified and so the device can not be returned. The physician and patient were unknown of any factors that led to the surgical wound not closing. The patient had been explanted due to a "concerning area" on the patient's back that was not closing post operatively. The patient had been under the direction of wound care as well with no beneficial results. The issue was resolved.